Manufacturer narrative:
Asp investigation summary: investigation of the concomitant sterrad® 100nx®, serial number (B)(4), revealed that customer use error contributed to the event. The field service engineer (fse) who assessed the unit attributed the issue to load placement problem. The fse adjusted the load placement and the issue was resolved. It was reported that customer was trained and no further issues were observed after the loads were reprocessed. The issue will continue to be tracked and trended.

Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. Lot number - the correct lot number is 20116108. Expiration date ¿ the correct expiration date is 06/30/2017. (B)(4) suspect positive bi. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100nx cycle. The bi was incubated for 13 hours. The previous bi result was negative. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.